Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported post implant a realize band, the band was removed as a result of the band eroding into the stomach. There is no further information about the procedure. There was no other reported patient consequence.

Manufacturer narrative:
(B)(4). Expiration date unknown as the packaging lot was not reported. The band/balloon with 39.5 cm of catheter and the port with the locking connector, tubing strain relief and 16 cm of catheter were returned for analysis. Erosion is a recognized adverse events; and visual and functional analysis cannot confirm this event as it is physiological in nature. A batch record review was performed and no anomalies were found during the manufacturing process.